Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.5x16mm synergy¿ drug-eluting stent was selected to treat the lesion. However, a strut at the distal end of the stent would not allow the device to be introduced into the guide catheter. It was also noted that the balloon looked like it was slightly inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Strut segment 1 form the proximal end of the stent was lifted slightly. The remainder of the stent was undamaged. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum crimped stent profile was found to be within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was measured and based on the specified stent protector profile and the maximum crimped stent profile for this device , there were no issues to note with the interaction between the two components, provided that the product stent protector was removed correctly. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.5x16mm synergy¿ drug-eluting stent was selected to treat the lesion. However, a strut at the distal end of the stent would not allow the device to be introduced into the guide catheter. It was also noted that the balloon looked like it was slightly inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.